Event description:
Reporter called requesting field svc to evaluate vent failure. He states unit "shut down" while on a pt. He states users stated that unit failed 3 times on pt. Pt expired. He does not have any other details or info at this time such as settings or whether pt death is directly related to vent failure. He states the resp. Director is requesting field svc asap as he is not sure if they need to get a rental unit at this time.

Manufacturer narrative:
A letter was sent to the user facility on august 22, 2006, requesting add'l info on the reported event. As of sept 19, 2006, there has been no response to the letter. During his visit to the user facility to eval the unit the co field svc rep spoke with the dir of resp care and was told by him that there was no pt injury or death associated with this unit and that the info that had been given to the co tech support specialist concerning a pt death was incorrect. The co field svc rep evaluated the unit and was unable to reproduce the reported event. Thus, no root cause was determined. The viasys filed svc rep performed a 2000 hour preventative maintenance (pm) on the unit and then ran the unit through a complete checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the customer's control ready to be placed back into svc.